Manufacturer narrative:
It was reported that the patient was complaining of increased pain down right leg. Upon trying to connect with the cp and pc, neither would connect. Rep attempted to reset the ipg with the magnet but was unsuccessful. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored post procedure.

Event description:
It was reported that the patient's ipg is inoperable after having multiple procedures and not setting ipg into surgery mode. Patient met with a manufacturing representative who was unable to connect with their ipg. Surgical intervention is currently pending.

Manufacturer narrative:
It was reported that the patient was complaining of increased pain down right leg. Upon trying to connect with the cp and pc, neither would connect. Rep attempted to reset the ipg with the magnet but was unsuccessful. No further intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.